Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo showed leaking water on the dialysis machine below the installed ultrafilter. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is a crack in the housing near the weld zone. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dialysis patient being treated with an unknown machine equipped with an ultrafilter 9000, experienced a leaking of the u9000 resulting in excessive fluid removal. Blood restitution was performed. There was no patient injury or medical intervention associated with this event. No additional information is available.